Manufacturer narrative:
An investigation was performed for architect stat high sensitive troponin-I reagent lot number 29443ud00. A review of tickets was performed and did not identify an increase in complaint activity for the issue for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed; the patient median for the complaint lot was comparable to other lots in the field. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the rchitect stat high sensitive troponin-I reagent lot number 29443ud00 was identified.

Manufacturer narrative:
Initial submission indicated a code was a090804; this has been corrected to a090809. Additionally section g has been updated to reflect personnel changes that occurred subsequent to the previous submissions.

Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, troponin-I stat high sensitivity. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The physician questioned architect stat high sensitive troponin-I results for one patient. The customer uses the following reference ranges: female (low risk <4.0, moderate risk 4-10, high risk >10); male (low risk <6, mod risk 6-12, high rish >12) the following was provided: sid (B)(6) initial result: 62.0 pg/ml. Repeat results: 0.5 & 0.4 pg/ml.